Event description:
Complainant complained that spouse found an apparent "dessicant" material outside individually-wrapped packages of feminine hygiene pads, between the outer wrap of each pad, and inside the outer plastic package wrapping. The complainant said they called the proctor and gamble co, and was told by a rep, that the "dessicant" would not be harmful if getting inside the body. However, they admitted the material should be inside the individual pads, and apparently mistakenly got outside the pads during processing or packaging. The complainant called the stores office in 2002 and spoke to a consumer affairs rep, who said the product is supplied by tyco healthcare. The complainant called and left a message to try to find out a mfg location. Dir of tech svs called back and said the product is made by tyco healthcare, king of prussia, pa. He said the dessicant is a polyacrylic fine powder, and occassionally does get outside the package, but would not affect the product performance. Vp of regional sales, located in king of prussia, pa also called back and reported the same info.